Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call of hospitalized high blood glucose readings from the insulin pump. The customer's blood glucose reading was 271 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer stated that he had abdominal pain. The customer was treated with IV insulin fluid. The customer took a self-bolus before arriving at the hospital. The doctor was not able to document the information because the customer was not in the same area.